Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a bend in the electrode just distal of the suture sleeve. Additionally, a fissure was noted within the adhesive and inside the lumen just distal to the sense b electrode. The adhesive is used to secure and seal the sense b electrode following insertion of the conductors during the manufacturing process. There were multiple fractures to the sense a conductor cable. Resistance testing confirmed that the electrode was not electrically continuous at the site of the sense a cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device is not currently available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was previously assaulted and knocked to the ground. Since this event, the patient has experienced oversensing of noisy signals resulting in inappropriate shocks. The patient was brought in for testing and these noisy signals were found in all vectors and subsequently, the entire system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.